Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked, requiring an additional clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted at a2/p2 without issue. A second clip delivery system (cds) was then advanced and first establishing final arm angle (efaa) test was successful. However, after pulling the lock line the clip opened to approximately 30 degrees. The clip was re-closed and second efaa was performed and the clip slightly opened to 15 - 20 degrees. The clip was deployed and a third clip was deployed to further reduce mr and for stabilization of the second clip. Three clips were implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue (clip open-efaa) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.